Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing of atrial flutter. Technical services (ts) was consulted and upon review programming enhancements were performed by the health care professional (hcp). This device remains in service. No adverse patient effects were reported.